Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a twisted tip on a driver. During a transforaminal lumbar interbody fusion (tlif) procedure, upon final tightening, tip of t27 driver twisted/stripped. Set screws were fully locked. The surgery was completed.

Manufacturer narrative:
The two returned drivers were evaluated. The tip on one driver has sheared off and the tip of the other driver was twisted in a manner consistent with screw installation. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. This issue is being investigated via CAPA.